Event description:
The customer stated that the insulin pump alarmed motor error. The customer's blood glucose reading was 132 mg/dl at the time of the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error, due to the motor encoder signal being out of phase.